Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following information was reported by the customer's attorney: lawsuit alleges nondescript injuries were sustained by infant after she "fainted" while using lot 8 infusion set. No further details yet available in this new lawsuit except injury happened on (B)(6), 2009. Nothing further was reported.